Event description:
This customer reported baseline wander on their ecgs.

Manufacturer narrative:
This customer reported baseline wander on their ecgs. The event files were reviewed by philips. In the waveform provided, there are multiple sections where there is no waveform due to a "leads off" condition. The quality of the ECG waveform is affected by many factors including the brand/quality of monitoring electrode, patient/ambulance motion, skin prep, and skin condition. Additionally, poor ECG electrode to patient contact can result in both leads off conditions and a wandering baseline. The brand of ECG monitoring electrodes is not known. The available information does not support that a malfunction occurred. There was no malfunction identified.